Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer's blood glucose was 245 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Customer also mentioned the device had alarmed failed battery test and declined troubleshooting.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump received with cracked case at display window corner, cracked battery tube threads and minor scratched display window.